Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received with the adc device. As a result, the customer became hypoglycemic and experienced a loss of consciousness and a fall. The customer was provided glucagon injection by their spouse and then the customer had with a healthcare professional who obtained a capillary reading of ¿lo¿ (readings less than 40 mg/dl). The healthcare professional administered 30% of glucose via IV for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.